Manufacturer narrative:
This follow-up MDR is created to document the additional patient information, event information, explant date, product information, and lot review. (B)(4). The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information reported to coloplast though not verified, indicated bacterial vaginosis, dyspareunia, palpable mesh, possibly not lying flat, tenderness over insertion site on left side, exposure over left vaginal wall, 0.5 x 1cm, pelvic pain, mesh erosion, uti, hematuria, pain on left side of vagina near vaginal sulcus. (B)(6) 2017 - removal of extruded vaginal mesh with cystoscopy under general anesthesia.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated foreign body reaction, mesh erosion, pain, urinary problems, bleeding, and other injuries.